Manufacturer narrative:
Upon evaluation of the light at customer facility, it was noted that the u shaped retaining pin was missing from the lower shaft. Absence of this pin allowed the lower shaft to become unscrewed from the upper shaft. The lower arm was reinstalled with a u shaped retaining pin. Distributor submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.